Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This device is not cleared for distribution in the us, but zimmer biomet in the us markets/manufactures a similar device under 510k number k023546. This report is number 5 of 7 mdrs filed for the same patient (reference 0009610576-2016-00009/00014 & 3006946279-2016-00377).

Event description:
Patient has been indicated for allergy testing due to pain and possible allergic reaction post-implantation. No revision procedure has been reported to date.